Manufacturer narrative:
Follow-up # 1 - 5/29/2015 device evaluation.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter did turn on during testing however was found to power off when a test strip was inserted. The meter was found to have a defective processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - 08/06/2015 correction.supplemental sent to correct information previously sent.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.